Manufacturer narrative:
It was reported that there was backflow. One primary sample model number 2420-0007 and one secondary set was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The primary set was primed with water and the secondary set was primed with blue dye water. An infusion run was performed at a rate of 125 ml/hr for one hour. No observation of back flow or tubing kink was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A DHR was performed for the possible model/lot numbers found from the smartsite identification numbers: a device history record review for possible model 2420-0007 and possible lot numbers 24035982, 24035983, 24035984 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional info.

Event description:
It was reported that unspecified bd infusion set was tubing kinked the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Creating complaint for disposables. It was reported that a primary and secondary drug were set up in the assembly of a pcu and a large volume pump module. The patient saw the air in the tube and alerted the nurse. The nurse stopped the pump and stated that the tube from the y-site connecting to the primary drug was kinked; thus, the air may have pulled from the secondary drug after it got emptied. Despite the air introduced in the tube, the pump did not trigger the alarm. There was patient involvement but no harm.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.